Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2015-01653 & 01654 & 01655).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2010. Subsequently, operative report noted patient was revised on (B)(6) 2014 due to adverse tissue reaction, pain, a mass and elevated metal ion levels. Operative report further noted necrotic tissue, proximal femur bone death and corrosion during the procedure. The modular head and taper adapter were removed and replaced and a liner was implanted. Operative report noted patient underwent a further revision procedure on (B)(6) 2014 due to infection, pain, wound dehiscence and drainage. Operative report noted purulent material, a pseudomembrane and necrotic tissue during the procedure. The modular head, taper adapter and liner were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.